Event description:
Same case as manufacturer's report #: 6000093-2004-00590. It was reported that during a coronary drug eluting stenting treatment procedure, dissections were noted. The physician had attempted to direct stent the 90% stenosis in the mid-rca unsuccessfully with a taxus express2 3.0 x 12 mm drug eluting stent. He removed the device and predilated the lesion with a maverick 2.5 x 9 mm balloon and was then able to deploy the taxus express2 3.0 x 12 mm drug eluting stent at 14 atms for 29 seconds. A proximal edge dissection was noted. The proximal rca lesion was then dilated with a powersail 3.25 x 8 mm balloon. The physician then deployed a taxus express2 3.0 x 24 mm drug eluting stent at 10 atms for 59 seconds. This stent was proximal to and overlapping the 1st taxus stent. Repeat coronary angiography revealed evidence for proximal edge dissection in this stent, which proceeded to severe spiral dissection to the edge of the 3.0 x 24 mm taxus stent. The pt developed chest pain, severe bradycardia, nausea and vagal response and was treated with morphine and atropine. A third taxus express2 3.5 x 12 mm drug eluting stent was then deployed in the ostium of the rca to treat the threatened abrupt closure of the rca. No reflow and diffuse spasm was then noted in the posterior descending and was successfully treated with nitroglycerin and adenosine. The pt also received integrilin and heparin during the procedure; plavix post procedure. The pt was sent to the intensive care unit in stable, but critical condition. At the time of the report, the pt was reported to be satisfactory/good.